Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported the carto 3 system was displaying error 1007, chest patch sensor error. The chest patch cable was replaced and the issue was resolved. Procedure continued. It was also reported that post procedure, a pericardial effusion was diagnosed via intracardiac echocardiography (ice). There was no effusion present at baseline. The effusion was observed for 30 minutes before a pericardiocentesis was performed by the physician. The patient was stable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly. The customer's reported chest patch error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
On 31-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that post procedure, a pericardial effusion was diagnosed via intracardiac echocardiography (ice). There was no effusion present at baseline. The effusion was observed for 30 minutes before a pericardiocentesis was performed by the physician. The patient was stable. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. During product evaluation, the lot number was verified to be 31431911l. As such a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: based on lot # identification, field d4. Lot has been populated and the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).